Event description:
Nihismura medical instrument, a distributor in a foreign country, reported to a mallinckrodt service rep that while an adult star was in use on a pt the nurse in attendance noted an unusual sound which alerted her to a fire in the ventilator. The nurse immediately evacuated the pt and the hospital's emergency fire system (sprinklers) activated. 64 other pts on the same floor were also evacuated. There were no reported injuries as a result. The device was removed by the facility for investigation.